Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model tdxsiv-hd, (B)(4) is approximately 2 months old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male, (B)(6). The consumers preexisting medical condition states he has a stomach tumor. The consumers stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the power chair will hesitate during driving. The chair never completely stopped. When optimum speed was nearly attained the power chair would lose power. Due to the consumers stomach tumor, the seat had to be adjusted so the rear wheels would not lift off the ground. An RMA has been issued and the joystick is to be returned to invacare for an inspection and evaluation. No injury alleged.

Event description:
Customer alleges chair hesitates when driven - failure within 30 days. (B)(4). No injury alleged.